Event description:
Reporter alleged discrepant back to back blood glucose testing results. Customer stated glucose measured hi at 11:36 am, 194 at 11:37 am, and 133 mg/dl at 11:38 am. Customer indicated taking normal dose of insulin and oral diabetic medications as a result as opposed to a higher dosage of insulin which would have been taken due to the higher reading. It was reported customer had previous incidents of lower glucose results; however ,had low symptoms as well, and was able to self treat with food or soda. No other actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.